Event description:
Haemonetics opened a complaint on (B)(6) 2013, for a pcs2 device with the description of "pcs2 machine shock received by tech while removing cover from photoelectric assembly - left hand shocked on side of power supply." Maintenance was being performed by the center technician on the pcs2 device to change the photoelectric assembly. Per the haemonetics service and maintenance manual this maintenance requires the device to be powered on. The manual states to use extreme caution when working inside the pcs2 cabinet to avoid electrical shock. The technician reported feeling a shock as his left hand brushed along the power supply. The technician stated his fingers were hurting. He left the center and went to the local emergency room. The technician was found to have elevated blood pressure and was treated with nitroglycerin and aspirin. He was monitored in the ER until vitals were stable and within normal limits then released. The technician returned to work two days after incident. No vitals or test results from ER visit were available.

Manufacturer narrative:
Haemonetics field service engineer went to the customer site to evaluate the device. A complete evaluation was completed. There was no source of an external electrical discharge found from the outer casing of the condor power supply. No other external electrical discharge was identified. The device was properly grounded at the time of use and passed all parameter testing. This device meets international electrotechnical commission standards for medical devices. The device meets manufacturer specifications. A source of the reported shock could not be identified. (B)(4).